Event description:
It was reported that during a lobectomy procedure, the staples malformed on the firing. A like device was used to complete. The surgeon put some overstitches to close tissue. No pt consequence.